Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the patient presented remotely via merlin.net. Review of the transmission and electrogram (egm) revealed that the left ventricular (lv) lead exhibited loss of capture. No interventions or changes were reported. No adverse patient effects were reported.